Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Blood blister on lip [blood blister]. Catching/pinching lip [lip injury]. Painful (blood blister) on lip [lip pain]. Painful blood blister on lip from head on brush-head coming loose [injury associated with device]. Head on brush-head came loose / loose brush-head / damaged brush-head [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she had been using a new oral-b precision clean brush-head for about 3 weeks, and had thought that he/she was brushing incorrectly as it kept catching/pinching his/her lip. The consumer stated that a few days ago, he/she received a very painful "blood blister" on his/her lip while using the brush-head, and on closer inspection, revealed that the head of the brush-head had come loose. The consumer asserted that the other replacement heads in the pack of 4 seemed okay so far, and he/she had 2 heads remaining. The case outcome was unknown. Concomitant product: oral-b vitality series toothbrush type 3709. No further information was provided. On 14-oct-2016 received follow-up e-mail from consumer: the consumer noted that the logo on the brush head did not scratch off. No further information was provided. On 28-oct-2016 received follow-up e-mail from consumer: the consumer reported that he/she had sent in the damaged brush head. No further information was provided.